Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. The analyst noted that elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2014. Ramware version 3 was installed on (B)(6) 2011.

Event description:
It was reported that the device reached end of service (eos) and premature battery depletion is suspected. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.